Event description:
It was reported that the user experienced elevated blood glucose after breakfast while using the ilet, with a concurrent history of intermittent sensor errors on a dexcom g7; the user¿s blood glucose was 194 mg/dl shortly after eating, and the user indicated the ilet would bring values back into range. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no reported injury, and no need for medical intervention or hospitalization. Investigation included a review of device use and user education on allowing the ilet to correct elevated glucose postprandially. Investigation of this case revealed no device malfunction reported for the ilet and no impact from the sensor errors on the blood glucose value provided, with the hyperglycemia temporally associated with recent food intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.